Event description:
The user facility reported that an employee received a chemical burn from the s40 sterilant in the system 1e processor. The employee rinsed her hand and reported to the user facility's burn unit where she received a 2" wide burn bandage; the burn was dime sized. The employee did not miss any time from work and it was reported that the burn blistered but is healing well

Manufacturer narrative:
The steris service technician replaced the maxpure filer, pre a&b filters, cleaned the conductivity probes, tested and found the unit to be operational. The technician visually inspected the aspirator probe assembly and tray and noted no issues but as a precaution replaced the assembly. The technician inspected the cycle printout and determined the cycle completed but that the fill time was greater than 4.5 minutes. Fill time exceeding 4.5 minutes can be attributed to the maxpure filters needing replacement. The customer is responsible to change the maxpure filter. The operator manual states (pp 9-5): " warning: the 0.1 micron maxpure filter must be changed every 90 days." The cause of the residual sterilant can be attributed to user error in the operator not properly placing the aspirator probe. The operator manual states pp (7-3) - "line up the tip of the aspirator probe over the cross cuts (+) located in the center of the sterilant container lid. Insert the probe in a downward motion until the top of the aspirator is resting on the lid of the container. Ensure tubing is not kinked." The employee was not wearing ppe. The operator manual states pp (7-13) "recommended ppe consists of chemical-resistant gloves, goggles, and an apron, preferably with arm protection." The aspirator probe and tubing was returned to steris; evaluation confirmed it was operating properly; no issues noted. Steris has offered in-service, however the user facility declined.